Manufacturer narrative:
Product was received by manufacturer, but investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the applier was not holding the clip. No pt injury reported.